Event description:
A report was received that states reported that the cuff became deflated during a surgical procedure. According to reporter, the cuff deflation caused the pt to aspirate gastric liquid. The cuff was reinflated and the pt was prophylactically treated with antibiotics. No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.